Event description:
This is a report by a nurse from (B)(6) of 'technique of dialysate change' and peritonitis in a patient (age not reported) coincident with dianeal pd-2, 1.5% dextrose and dianeal pd-2, 2.5% dextrose therapies. On an unreported date, the patient began treatment with dianeal pd-2 , 1.5% dextrose (2l, 3 bags per day, lot number not reported) and dianeal pd-2, 2.5% dextrose (2l, 1 bag per day, lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). The action taken with dianeal therapies was not reported. During a call with baxter technical service, the following was reported by a nurse. On an unreported date, the patient changed the technique of dialysate (details not provided), which caused the peritonitis. Per the nurse, on (B)(6) 2012, the patient experienced peritonitis. On the same day, the patient was hospitalized for the peritonitis. Treatment was not reported. The nurse reported the patient was recovering from the event of peritonitis. Concomitant medication was not reported. The cause of the technique change by the patient was not reported. Per the nurse, the cause of the peritonitis was not related to a baxter device or solution. No further information was provided.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, the following additional information was received by baxter taiwan. The reporter confirmed that the patient visited the emergency room on (B)(4) 2012 and was not hospitalized (contrary to previous report). The patient was re-trained in proper aseptic technique on (B)(4) 2012. On an unreported date the patient recovered from the peritonitis event. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported break in aseptic technique described as the patient made a change to technique of dialysate which was reported to be cause of the peritonitis. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.